Manufacturer narrative:
Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. Unit passed self-test. No unexpected low battery or of no power alarms noted. No electronic isolation tape damage noted on lcd board. Unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test. No missing segments or partial display noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, stained end cap sticker and cracked display window.

Event description:
Customer reported via phone call to have had high blood glucose of 406 mg/dl. Customer treated high blood glucose with manual injection. High blood glucose began on (B)(6) 2016. Customer reported of receiving two off no power alarms and did not receive a low battery warning. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, customer declined to check settings. Customer also declined high pressure test. Customer was advised to change infusion set, reservoir and insulin. Customer was advised that insulin pump would be replaced due to partial display.